Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecological laparoscopic surgery, the tip of the device broke off and fell into patient cavity. Disengaged part was immediately removed.